Manufacturer narrative:
The hologic field service engineer (fse) inspected the customer's lab and noticed the electrical wiring was not properly grounded from the source. Fse noted the wiring issue impacted all electrical devices in the lab. A 3rd party contractor was contacted to rewire the lab from the source, and new earthing cables were installed and securely attached. After the contractor's work was completed, the new voltages and ground stability of less than 0.1v were achieved, which resolved the issue. Fse noted there were no additional electric shocks on the panther plus instrument or throughout the lab. Hologic performed a risk assessment and noted minimal to no product impact. Hologic has not learned of any adverse patient outcomes due to this event. H3 other text: other.

Event description:
On may 26th, 2025, a hologic field service engineer (fse) reported to hologic that a customer was experiencing repeated electric shocks while using their panther plus instrument serial number (B)(6). Customer noted that the issue mainly occurred during monthly maintenance and while loading samples. Fse noted that the electric shock felt like static discharge with no pain experienced. Customer did not report any injuries from the electric shocks and did not seek any medical treatment. Customer was instructed to discontinue use of the instrument until the issue was resolved, so the instrument was powered down, disconnected from the power supply, and covered to prevent use. Hologic has not learned of any adverse patient outcomes due to this event.